Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical problem with avea comp ventilator. There is an intermittent uim (user interface module) issue. When they power up the unit, the display is gray and non functional. They checked the connectors and problem still persist. Furthermore, there was no patient associated with the event.